Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings: a visual inspection of the pump revealed a cracked battery compartment. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged/punctured. The audio bolus button responded appropriately during testing.